Event description:
Customer's husband called to report the insulin pump alarmed for button error. Blood glucose reading was 211 mg/dl. The settings scrolled up without being prompted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no act button response due to corroded keypad trace. No audio/beep anomaly or button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly found. The device also was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.